Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels that exceeded 600 mg/dl in an event that occurred in the past year. The exact blood glucose levels were not provided. The customer was hospitalized. Insulin drips were administered. The customer was wearing the insulin pump at the time of hospitalization. No additional information is provided.